Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 5 weeks after the dental implant was placed, in ada site #12 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type iii. The patient smokes and has a history of psychological depression. Biomechanical overload and mobility were involved in the event. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 5 weeks after the dental implant was placed, in ada site #12 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type iii. The patient smokes and has a history of psychological depression. Biomechanical overload and mobility were involved in the event.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 weeks after the dental implant was placed, in (B)(6) site #12 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type iii. The patient smokes and has a history of psychological depression. Biomechanical overload and mobility were involved in the event. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.